Event description:
Reporter indicated that a dell handheld computer froze during an interrogation. A reset and a re-insertion of the flashcard were reported as unable to resolve the issue. A new handheld computer was sent to the site. The handheld and flashcard have been received and are awaiting analysis.